Manufacturer narrative:
Reported defect: deflation of bilateral breast implant. Bilateral exchange with mentor devices. Background: original surgery was performed by dr in 1998 using hutchison hsl 0270 (left) and 0300 (right) saline-filled implants, which were filled to a volume of 0280cc (left) & 0300cc (right), which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mentor products. Condition upon receipt: product was received inside a single sealed peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection: visual inspection identified a fold flaw on the anterior surface of the product. The fold flaw starts at the 9 o'clock position and continues over to the 3 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). This measures approx 130mm in length, where it extends over onto the posterior surface by an additional 10mm totalling 140mm which ends in a split approx 1mm in length. Product inspection: pressure testing confirmed the product is leaking. Microscopic examination (x10) showed signs of fatigue around the split on the fold flaw. The product met all mfg and quality specifications post MFR. Conclusion: the fold flaw/split are not mfg faults.